Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. There was reportedly no issue during the priming of the set. Reportedly, during the treatment there was a blood leak at the level of the y connector of the replacement line. The volume of blood loss is unknown. An alarm was triggered but not recorded by the customer. No additional information is available.